Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2015, 6935m lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) sensing. The physician was advised to reprogram the lead and it is believed it was reprogrammed and remains in use. No patient complications have been reported as a result of this event.